Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of about 40 mg/dl at the time of the incident. The pump was reading that they were at 67 mg/dl. The customer was at 151 mg/dl at the time of the call. The customer used food to treat. The customer experienced symptoms such as sweating. The customer was wearing the insulin pump during the incident. The customer uses auto mode on their pump, and their pump does not suspend when their sensor glucose value goes below 70. The customer has had several lows since they started using auto mode and believes the pump is over delivering. Troubleshooting was completed. The customer had sensor glucose versus blood glucose differences. The insulin pump will be returned for analysis.